Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. E3 initial reporter occupation: lawyer h3, h6: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that plaintiff underwent a right total hip replacement on (B)(6) 2021. On (B)(6) 2024, plaintiff presented to her surgeon with complaints of severe right hip pain. On (B)(6) 2024, plaintiff underwent a revision right total hip arthroplasty. It is alleged that during the revision surgery, the surgeon observed frank dislodgement of the acetabular polyethylene liner from the titanium acetabular component. The femoral head and trunnion were inspected and appeared pristine and well-fixed. It is alleged that the acetabular liner was removed more easily than expected for these implants, indicating that it was loose and mobile, and that the locking mechanism of the right acetabular component had failed. Doi: (B)(6) 2021, dor: (B)(6) 2024, affected side: right hip. This report is linked to (B)(4) which captures the revision surgery of left total hip arthroplasty.